Event description:
A customer reported receiving a minimum fill notification, indicating an issue with insulin delivery. There was no reported impact on the customer's blood glucose level. Technical support attempted several troubleshooting steps, including reloading the original cartridge and using a new one, but these efforts did not resolve the problem. Ultimately, technical support decided to replace the pump, confirming that it was within warranty, and provided the customer with instructions for returning the problematic pump using a pre-paid label. The customer was informed of the need for replacement and planned to use insulin pens and mdi as a backup therapy during the transition.